Event description:
It was reported that subsequent to an uncomplicated urethropexy and anterior colporrhaphy performed 2001, the pt developed severe granulomatous reaction on anterior vaginal wall. Their symptoms included intensive pelvic pain and vaginal irritation with persistent vaginal discharge. The dr stated that although pt lacked any eosinophilia on the manual differential of their complete blood count, he suspected that this represents an aggressive foreign reaction to the pelvicol. He saw no evidence by blood count or examination of pelvic infection. The dr was not at all sure this issue was related to the tissue, however he wanted to cover all the bases.